Event description:
Priming pathway blocked message kept appearing. Three attempts were made to correct the problem but a new kit was opened and used with no problem.

Manufacturer narrative:
Complaint unit was received from the field for eval. (B)(4) - customer reported "fluid path blocked" error message which was confirmed through testing ((B)(4)). Upon internal inspection loctite was found to the compression nut / central bolt function. On (B)(4) 2014, the DHR for microtip lot 19713-04 was reviewed and showed that the units met mfg specs when released and there were no issues related to the complaint. (B)(4). A review of console history (s/n (B)(4)) was reviewed during the months of (B)(4) 2013 through (B)(4) 2013 and showed that this was the first and only reported complaint originating from this console. No significant trends were observed.